Event description:
It was reported through clinic notes that the patient had reported to his treating physician that 10 years prior, he was dancing and then when he walked off the dance floor, he suddenly passed out. At that time it was discovered that his vns battery was low. The patient underwent replacement surgery, the notes also reported that the patient had experienced this event again approximately 2 months prior, as reported in MFR. Report # 1644487-2017-03513. The suspect product has not been received to date. No further relevant information has been received to date.

Event description:
It was reported that the patient reported that he did not have a previous history of syncope prior to this event. The suspect product has not been received to date. No further relevant information has been received to date.